Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually decreased from 1.6 years in october to 5 months battery remaining. Upon the recent check, this device had declared to elective replacement indicator (eri). Engineering analysis result showed that there was no low voltage fault has been declared, however, device was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually decreased from 1.6 years in october to 5 months battery remaining. Upon the recent check, this device had declared to elective replacement indicator (eri). Engineering analysis result showed that there was no low voltage fault has been declared, however, device was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually decreased from 1.6 years in october to 5 months battery remaining. Upon the recent check, this device had declared to elective replacement indicator (eri). Engineering analysis result showed that there was no low voltage fault has been declared, however, device was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had gradually decreased from 1.6 years in october to 5 months battery remaining. Upon the recent check, this device had declared to elective replacement indicator (eri). Engineering analysis result showed that there was no low voltage fault has been declared, however, device was depleting in a manner consistent with the low voltage capacitors advisory. Furthermore, the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.